Event description:
Medtronic received a journal abstract title 'outcomes in acute ischemic stroke patients undergoing endovascular thrombectomy: cervical internal carotid artery pseudo-occlusion vs. True occlusion'. The study retrospectively analysed patients with apparent cica occlusion on cta who underwent thrombectomy between january 2016 and august 2021, and divided them into the pseudo-occlusion and true occlusion groups based on angiographic exploration. Recanalization failure was defined as a modified thrombolysis in cerebral infarction score of 0¿2a. Poor outcome was defined as a 90-day modified rankin scale score of 3¿6. Of the 146 patients included, 79 patients (54.1%) had cica pseudo-occlusion and 67 patients (45.9%) had true occlusion. Tandem occlusion was observed in 64 of 79 (81.0%) of patients with true occlusion. A spider embolic protection device (epd) was used as part o f the endovascular thrombectomy procedure. Outcomes reported included successful recanalization (n=142), haemorrhagic transformation (n= 70), symptomatic intracranial haemorrhage (n= 21), mortality at 90 days (n=35).

Manufacturer narrative:
A2: average age a3: majority sex article ref:doi.org/10.3389/fneur.2022.1106358. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.